Event description:
Caller reported compact plus system blood glucose result of 199, professional system result of 90 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was sent.